Manufacturer narrative:
As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Additional suspect device: reference number: (B)(4); product family: scs-paddle leads; upn: (B)(4); model: sc-8336-70; serial: (B)(4); batch: 19907651. Device not returned.

Event description:
A report was received from the patients daughter that the patients heart stopped, he passed away, and that the passing was device related. The physician was not aware that the patient has passed away.

Manufacturer narrative:
Additional information was received that in addition to the patient's permanent implant physician, the patient's trial physician and primary care physician were also unaware of the patient's passing. Location of devices unknown.

Event description:
A report was received from the patients daughter that the patients heart stopped, he passed away, and that the passing was device related. The physician was not aware that the patient has passed away.